Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of the inflatable penile prosthesis (ipp) remained flat and did not inflate. Additionally, the deflation button appeared to be stuck. As a result, the device was explanted and replaced. No patient complications were reported.